Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open breast procedure, the gauze was shredding or falling apart. It shredded and stuck to the tissue and it was retrieved. There was no patient injury.